Event description:
On (B)(6) 2013, the patient underwent surgery vns revision surgery; however, the devices were not explanted. Prior to the operation, two system diagnostic tests were performed which resulted in high impedance with 8925 ohms and 9099 ohms. When the pocket was opened, the physician noted part of the metal/silicon lead was loose from the generator when he examined it. The generator was removed and a generator test was performed which indicated the generator was ok. The vns lead pin was re-inserted into the generator and verified to be past the connector block. After the pocket was closed, diagnostics resulted in 3521 ohms, which indicated that the impedance was at a normal level.

Manufacturer narrative:
Review of the available programming and diagnostic history. Brand name, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Manufacturer narrative:
Relevant tests/laboratory data; corrected data: the previously submitted MDR inadvertently did not include the diagnostic results found during review of the available programming/diagnostic history. This report is being submitted to correct this data.

Event description:
During review of programming and diagnostic history, the product information for the suspect device was obtained.